Event description:
It was originally reported that the pt felt no stimulation sensations. The pt was told that the device "has been demagnetized. It's fried". The pt had her device replaced. Further info is being requested from the hcp.